Event description:
It was reported that this patient received a total of three inappropriate shocks due to oversensing of noisy signals with lower signal amplitudes. The patient was brought into the clinic for system evaluation and there was noisy signals on all three sensing vectors. The entire system was subsequently explanted. No additional adverse events were reported.